Event description:
The facility returned a 12.6mm micl12.6 implantable collamer lens stuck in a cartridge. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).